Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 28 july 2025, senseonics was made aware of a serious adverse event where the patient went to hospital because of high glucose event. The event happened on 06-aug-2025 at 12:02 am and at 12:30 am, the bg was measured which showed 38 mmol/l. The sensor glucose (sg) value read 21.03 mmol/l. The patient was diagnosed with ketoacidosis. The patient received insulin, electrolytes and kalinor (calium) as treatment at the hospital.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation analysis revealed that on (B)(6) 2025 at 12:30 am, the blood glucose (bg) value was 22.2 mmol/l and sg value was blinded due to "out of range" high glucose. The system first alerted the user with a high glucose alert on (B)(6) 2025 at 11:58 am and then with a "out of range" high glucose alert at 12:18 am, shortly before the reported time of hyperglycemia event. Although the system performed as expected by asserting appropriate "high" glucose alerts, during the review of the data management system (dms) data, it was observed that there were symptoms consistent with situations where most bg values entered in the app was the highest acceptable value of 22/22.2mmol/l. The patient was not calibrating the system accurately and was educated about good calibration practices. The patient was helped with a sensor re-link to clear the calibration buffer, and the system was monitored for a few days. An additional monitoring after the sensor re-link revealed that bg values fit sg trends well, with occasional differences due to lag and calibrations entered during periods of rapid change. The patient was advised to continue using the system, entering calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured. A review of the two weeks worth of data post feedback was analyzed, and there was good agreement between bg and sg values. The patient did not report any additional inaccuracies or serious adverse events. No further investigation was found necessary for this complaint. H6: type of investigation (b): updated to 4121. H6: investigation findings (c): updated to 4248. H6: investigation conclusion (d): updated to 19.